Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent embolized. The physician was attempting to treat a very tortuous and calcified segment of the right coronary artery (rca) with a 2.75x20mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the stent delivery system was pulled back, the stent came off the balloon. The physician was unable to retrieve the stent and it remains in the pt. The pt was reported as stable. Attempting to obtain additional info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.